Manufacturer narrative:
The carefusion failure analysis technician examined the main pcba coldfire and found that on power up the unit takes one breath and then goes vent inop. The transducers pt800, pt801 and pt802 could all be calibrated. The events log contains transducer pt800 pressure at zero and transducer pt802 pressure at zero failures. Event log contains low pip, low ve, motor fault, vent inop and xdcr fault. Tracked the pt800 problem to a slow solenoid s903. By removing the tubing from this solenoid on the transducer pt800 high side the unit would start. Once the unit had started the tubing was replaced and the unit would then run for several minutes before again going vent inop. The pt802 issue was cause by an unstable pt802 transducer. Duplicated, vent inop, complaint allegation. Verified, pt802 transducer out of calibration, complaint allegation. Finding/root-cause: duplicated, vent inop, complaint allegation. Defective, slow solenoid s903. Verified, pt802 transducer out of calibration, complaint allegation. Defective vela main pcba coldfire exhalation differential transducer pt802 will not calibrate. This issue is addressed in an internal correction.

Manufacturer narrative:
Carefusion technical support shipped the distributor a replacement main printed circuit board assembly. A returned goods authorization (rga) number was also issued for the return of the alleged faulty main printed circuit board for evaluation. As of (B)(6) 2015, carefusion has not received the alleged faulty main printed circuit board.

Event description:
This complaint originated from a foreign distributor in (B)(6). The distributor reported a ventilator that was displaying "vent inop", "motor fault", and "xdcr fault". The event occurred during power up. No patient involvement.